Event description:
Caller alleged discrepant results compared with the lab. Results as follows: inratio: 1.0, lab: 1.2; 0.8, 2.7.

Manufacturer narrative:
This event is reportable because a recurrence may cause or contribute to a death or serious injury. Device will not be returned for evaluation. Investigation is pending.